Manufacturer narrative:
(B)(4). Block g3: study name: u8090 uphold lite. Block h10: the complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite was implanted during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2014. According to the complainant, on january 22, 2016, the patient experienced introital pelvic pain associated with the anterior vaginal compartment and with pain during sexual intercourse. This pain was not related to muscle spasm. She was treated with physical therapy and the event has not yet resolved. The investigator assessed the event as mild in severity, pelvic floor related, probably related to the procedure, probably related to the mesh, and probably related to the delivery device.

Manufacturer narrative:
(B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2017, the patient experienced pelvic pain. She was treated with physical therapy and the event has not yet resolved.